Event description:
Healthcare professional reported "Device Migration/Implant Malposition". This record is for the left side. Device was explanted.

Manufacturer narrative:
The events of Device Migration/Implant Malposition are physiological complications and analysis of the device generally does not assist Allergan in determining a probable cause for these events.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for Reoperation: Device Migration/Implant Malposition.